Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. There are clinical and patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Wound dehiscence and infection are a known potential complication of patients with cardiac disease with surgical incisions/sites and is included in the instructions for use as a potential complication.

Event description:
It was reported that one of the surgical wounds "erupted" with blood and pus drainage. The patient was treated with betadine and a dressing was applied. Blood cultures were sent and the patient was started briefly on antibiotics. Blood cultures were negative. General surgery was consulted and felt that given no cellulitis, no purulent drainage and no evidence of intra-abdominal process that there was no need for the patient to receive antibiotics or inpatient care. The surgeon felt the wound looked great with minimal serous drainage and this was likely a normal healing process on an obese belly. Wound care instructions were provided and no invasive wound care was deemed necessary. The principal investigator indicated the event was related to the ventricular assist device (vad) system and was resolved. The vad remains in use. No further patient complications have been reported as a result of this event.